Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the requested device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.